Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock from the device that appeared to be inappropriate, as oversensing was observed. Technical services reviewed the available data and episode and noted a change in morphology where the qrs complex became very wide. It appeared the heart rate gradually increased from 50 bpm towards 100 bpm when the oversensing began. The rhythm did not appear to be motion related noise. Technical services discussed seeing the patient in the clinic to see if the morphology change could be reproduced, and to test all vectors for appropriate sensing. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report provides additional information in b5 and also updates the initial reporter.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock from the device that appeared to be inappropriate, as oversensing was observed. Technical services reviewed the available data and episode and noted a change in morphology where the qrs complex became very wide. It appeared the heart rate gradually increased from 50 bpm towards 100 bpm when the oversensing began. The rhythm did not appear to be motion related noise. Technical services discussed seeing the patient in the clinic to see if the morphology change could be reproduced, and to test all vectors for appropriate sensing. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service. At this time, no exercise test has been scheduled. The physician believed the arrhythmia was related to a medication change, so no device reprogramming was performed.